Event description:
It was reported that shaft break, catheter entrapment and removal difficulties occurred. Vascular access obtained via femoral artery utilizing ipsilateral antegrade approach. The target lesion was located in the moderately calcified and mildly tortuous anterior tibial artery. A 3.3f guide catheter and a 260cm non-bsc guide wire were advanced. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was selected and advanced onto the guide wire; however, it was noted that the device got stuck with the guide wire. Upon removal, the guide wire was unable to be removed from the catheter. When the balloon catheter was pulled out, it was noted that the shaft broke. The device and the guide wire were removed together from the patient. The procedure was completed with another guide wire and a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that shaft break, catheter entrapment and removal difficulties occurred. Vascular access obtained via femoral artery utilizing ipsilateral antegrade approach. The target lesion was located in the moderately calcified and mildly tortuous anterior tibial artery. A 3.3f guide catheter and a 260cm non-bsc guide wire were advanced. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was selected and advanced onto the guide wire; however, it was noted that the device got stuck with the guide wire. Upon removal, the guide wire was unable to be removed from the catheter. When the balloon catheter was pulled out, it was noted that the shaft broke. The device and the guide wire were removed together from the patient. The procedure was completed with another guide wire and a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter in 2 pieces with a non-bsc guidewire. The distal lumen of the coyote es was on the non-bsc guidewire as received. There was blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination revealed that the shaft of the device had a complete separation 7mm distal of the exit notch. The separated end had pulled material. Majority of the shaft was stretched. The inner diameter (ID) of the catheter was measured at the exit notch and the distal tip with a calibrated pin gauge set which is within the coyote es specifications. Microscopic examination revealed numerous kinks throughout the hypotube of the device. Microscopic examination presented no damage or irregularities in the bonds of the device. Microscopic examination presented no damage or irregularities in the balloon waists of the device. Microscopic examination presented no damage or irregularities to the distal tip. The distal shaft of the coyote es was able to be removed from the returned non-bsc guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).